Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device was not returned to the manufacturer at the date of this report. A follow-up medwatch will be performed if new information or product is received.

Event description:
It was reported that aseptic transfer kit housing part number 89-8510-400-10 lot number 5009600 opened during knee surgery due to vibration of the engine. This event is related to a malfunction that could potentially lead to a sterility issue. A delay between 0 and 15 minutes in the surgery procedure was reported and the cover was closed with sticky bandage. There was no additional harm or injury to patient/operator reported. The event date is unknown and therefore the creation date was mentioned. A follow up was performed to the customer in order to retrieve the event date.

Manufacturer narrative:
Zimmer biomet complaint cmp-(B)(4). The aseptic transfer kit housing part number 89-8510-440-10 lot number 5009600 will not returned for complaint investigation. A device history records review was performed for this product part number 89-8510-440-10 lot number 5009600. No non-conformity was found. A new report will be sent if new information is received in the future.

Event description:
It was reported that aseptic transfer kit housing part number 89-8510-400-10 lot number 5009600 opened during knee surgery due to vibration of the engine. This event is related to a malfunction that could potentially lead to a sterility issue. A delay between 0 and 15 minutes in the surgery procedure was reported and the cover was closed with sticky bandage. There was no additional harm or injury to patient/operator reported. The event date remains unknown and therefore the creation date was mentioned. A follow up was performed to the customer in order to retrieve the event date, no response has been received.